Manufacturer narrative:
Date of event is estimated the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis. The lot history record (lhr) review was not performed because the part number and lot number weren¿t provided. Based on available information, the cause of the reported mitral regurgitation (mr) cannot be determined. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade and a posterior prolapse. A mitraclip was successfully implanted, reducing mr to an unknown grade. Roughly 30 days after the procedure, echocardiography showed mr had increased to a grade of 4. It was noted the implanted clip remained stable on the leaflets. On (B)(6) 2023, a second mitraclip procedure was performed. Two clips were successfully implanted, reducing mr to a grade of <1. No additional information was provided.